Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, patient hospitalization and treatment were not reported. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.